Manufacturer narrative:
A ge service representative performed an onsite investigation. Upgrades were performed and the hard disk was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system shuts down uncommanded. No pt injury was reported.